Manufacturer narrative:
The hospital biomed performed a checkout of the unit and a review of the logs. The reported complaint could not be duplicated. The unit was returned to service. The customer contact informed ge healthcare that the patient information is not available for the reported event.

Event description:
The hospital reported that, during a case, the unit rebooted on its own to a blank screen. The clinician reportedly cycled power and manually ventilated the patient to complete the case. There was no reported patient injury.